Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following: corroded air water and suction cylinder, with the most probable cause traced to a component failure and foreign objects inside nozzle, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects inside nozzle, and corroded air water and suction cylinder. There was no patient involvement.